Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was sent out for return; however, has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician felt resistance while advancing the ruby coil into the aneurysm. When the coil was halfway inside the aneurysm, the physician encountered resistance and pulled it back. Subsequently, the ruby coil detached inside the lantern. Next, a syringe was used to flush the ruby coil into the aneurysm. The procedure was completed using more ruby coils and the same lantern. There was no report of an adverse effect to the patient.